Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient's daughter reported that her mother's blood glucose level was going low (50 mg/dl), but started to go up and at some point, the tubing detached from her body. Therefore, they tried to treat it by consuming carbohydrates, but on (B)(6) 2023, the patient was admitted to the hospital. Her daughter was unsure whether this issue occurred due to an accident or due to the heart attack that her mother suffered, and she fell, had bruise on her shoulder. Further, her blood glucose level went around 400 mg/dl before her daughter could aid. Moreover, the infusion set had been used for three days. During hospitalization, the patient received insulin as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital. No further information available.